Event description:
Complainant indicated that during pt set-up the device had intermittent power failure. Device also displayed "fault 37" in summary mode. Complainant indicated that there was no pt involvement in the reported malfunction.